Event description:
Customer's daughter reports an incident of hypoglycemia requiring professional medical treatment. A meter result of 197 mg/dl on the advantage system when the customer was symptomatic of hypoglycemia resulted in a delay in treatment and a serious injury that was treated with IV glucose and food.